Manufacturer narrative:
The device was received with the needle deployed and the pink slide insert was visible in the viewing window. The batteries were measured to have insufficient charge. However, the downloaded data did not show any signs of struggle or pulse width increases. The device ran for 3616 pulses until it generated an 0x18 alarm. This indicates the low battery voltages measured did not affect the delivery of insulin nor contribute to a needle mechanism failure. Moreover, no damages or defects were found with the needle mechanism that would result in a failure. No blood was observed on the adhesive pad, cannula, or reservoir. The formed needle, soft cannula and bottom housing were inspected and no abnormalities were found that would contribute to the reported bleeding and bruising. No other damages or defects found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 230 mg/dl while wearing the pod between 1 and 4 hours on unknown location. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, no treatment information was given.